Event description:
It was reported that during the laparoscopic bypass procedure, the staple line bled a lot. To resolve the issue the action was taken: coagulation at the staple line. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 8/5/2024. D4: batch # 656c57. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and four gst60w (b, c, d, e) and four gst60b (f, g, h & I) reloads were received. The reloads (b, c, d, e, f, g, & h) were received fully fired and with no apparent damage. The reload (I) was received fully fired. Upon further inspection, the reload (I) was found to have damage on the knife channel. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. The found damage on the reload is consistent when the device is fired over an already existing staple line; when this happens it is possible that the knife may push the staple line and tissue forward shaving the reload deck. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 656c57, and no non-conformances were identified. Additional information was requested and the following was obtained: could you please clarify if the extra devices belong to this complaint? Yes if not, could you please clarify if the extra received products belong to a different complaint? If so, can you please provide the complaint number. N/a if the devices were not reported before, please provide more details of devices malfunction. N/a if the products don't belong to any complaint, please let us know so we can discard them or advise if the products are required to be returned. N/a. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No. How was the bleeding controlled? Monopolar hook on the stable line. How much blood was lost (ml)? Unk. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) - no other consequences, surgeon does everything necessary to control the bleeding directly and completely before discharging the patient from the operating room.

Manufacturer narrative:
(B)(4). Date sent: 11/5/2024. Video images were received. Any additional information obtained from the video evaluation will be included as part of the product investigation.

Manufacturer narrative:
(B)(4). Date sent: 11/11/20240. Additional information received: the surgeon has used our products for many years. Earlier this year, the doctor provided information about bleeding in some of his surgeries. The local reps went into some of his surgeries to troubleshoot. Videos were provided when bleeding occurred and when no bleeding occurred. In october, the bleeding happened again. So, the surgeon wanted to try slr, but bleeding still happened. The slr was used on all firings in the procedure. He used 2 gold and 3 blue reloads. The team talked through the doctor¿s technique. The doctor always has tension on the tissue when he goes to clamp the device but then he relaxes the tissue before he staples. He is waiting for the 15 seconds. Most of the time he uses the 1st firing. Bleeding is occurring on the 1st stopping/line most of the time. He only uses blue and white cartridges for by-pass procedures and gold and blue for sleeves. He only uses other cartridges in special cases. The staples look good during the bleeding cases. The local reps do not know the doctor¿s pre-op drug therapy. Additionally, video was provided and they showed the condition of the reported event.

Manufacturer narrative:
(B)(4). Date sent: 11/6/2024. D4 batch #656c57. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and four gst60w (b, c, d, e) and four gst60b (f, g, h & I) reloads were received. The reloads (b, c, d, e, f, g, & h) were received fully fired and with no apparent damage. The reload (I) was received fully fired. Upon further inspection, the reload (I) was found to have damage on the knife channel. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. Additionally, video was provided and they showed the condition of the reported event. The found damage on the reload is consistent when the device is fired over an already existing staple line; when this happens it is possible that the knife may push the staple line and tissue forward shaving the reload deck. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 656c57, and no non-conformances were identified.